Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease. It was reported that the stimulator came on when the ins recharger was plugged into the connector pin. The patient wanted the stimulator off during recharging and was assisted to have it turned off. Patient reported that as soon as the stimulator goes off they ¿feel pain really bad and can hardly walk¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.